Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, initial interrogation was successful. However, while interrogating the rate histogram, an error message was received and further attempts to communicate with the device were unsuccessful. No output was observed when magnet was applied. Therefore, the device was replaced.